Event description:
Date of event is unknown. Customer reported check valve failure, stating secondary med backed up into primary bag. States secondary med was levaquin which is yellow colored and was noted to be dripping much faster than expected. Primary drip chamber was noted to be filling with yellow fluid. No investigation will be done as customer reported set was not saved.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.